Event description:
Initial reporter indicated that the pt reported to their office in september 2006 and their system test resulted in high lead impedance. The patient was reported as having an increase in seizures around the time of the high lead impedance event. It was reported the patient went to their dentist and had their neck extended and after that time had the high impedance and increased seizures. No report was received by the treating doctors office that the patient had any fall or interaction with their vns site. X-rays reviewed by the treating doctor did not note any discontinuity. The patient underwent a vns therapy system replacement. During the replacement surgery, the implanted lead was connected to a new generator and the system test showed high lead impedance. The explanted products were discarded by the facility.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to serious injury.